Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a hematoma was observed due to the implant procedure. The event was resolved by performing a pocket revision. The patient as in stable condition.